Manufacturer narrative:
Analysis found that it could not verify customer complaint about overheating. Handpiece was not tested because of grinding and loud noise. Disassembled housing and found all internal parts also the wheel lock, housing and screws were all severely corroded due to dried saline. Replaced the internal parts, seals, bearings. Unit was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was making weird noise, getting hot and not working properly. There was no patient impact.